Manufacturer narrative:
The part was returned for evaluation and images were provided. The images confirm the locking cap was not captured within the tulip, as well as showed evidence of the screw being outside of the pedicle. It cannot be determined if the screw had migrated or was misplaced due to lack of initial images. Upon evaluation of the returned locking cap, the wear marks typical with final tightening were not seen on the cap. Due to the inability to replicate surgical conditions, the exact cause of the failure cannot be determined. Product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that a revision surgery occurred due to a creo mis locking cap and screw backing out. This event occurred in japan.